Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. After crossing the septum and while in the left atrium the hub of the dilator that connects to the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium sheath broke off. The needle and the proximal end of the dilator to the sheath were in the left atrium and were removed after the sheath was clamped with a hemostat. The patient remained stable during the procedure. The caller states the access site is good. The detachment occurred after they had completed the right atrial anatomy and cartosound contours of the left atrium and were preparing to go transseptal. The physician utilized his usual transseptal approach, the patient¿s anatomy was normal, and the sheath was prepped the same way that it is always prepped. The staff at mount carmel east is well versed on how to prep the sheath since it is utilized in a large amount of procedures at the account. The physician withdrew the sheath to the transseptal position with the dilator placed on the fossa ovalis. The needle was in place on the intra-atrial septum and when the needle was advanced into the left atrium the dilator went with the needle. The hub came disconnected from the end of the dilator; the end which is outside of the patient¿s body. What remained was the dilator through the sheath which was still in the left atrium, the needle had been taken out at this time. The dilator was stuck in the sheath which was open to air while in the left atrium. The physician quickly clamped off the sheath and a wire was advanced through the dilator and sheath. Finally, the dilator and sheath were both removed safely from the left atrium. Intracardiac echocardiograph catheter (ice) was in the body for the duration of the procedure and they kept a close eye to monitor the patient for complications. None were observed. There was no report of a patient consequence. The reported issue was assessed as a MDR reportable hub detachment issue.

Manufacturer narrative:
Initially the event was assessed as a hub detachment. The biosense webster, inc. Product analysis lab observed on august 6, 2020 that the device was received in the condition reported as the hub dilator was found detached. However, welding residues were found that indicates that it was properly manufactured. This hub issue remains assessed as a MDR reportable issue. The device evaluation was completed on august 7, 2020. It was reported that a patient underwent an atrial flutter (afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. After crossing the septum and while in the left atrium the hub of the dilator that connects to the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium sheath broke off. The needle and the proximal end of the dilator to the sheath were in the left atrium and were removed after the sheath was clamped with a hemostat. The patient remained stable during the procedure. There was no report of a patient consequence. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the hub of the dilator was observed detached from the rest of the device, the body of the dilator cannot be observed on the pictures. The customer complaint was confirmed based on the pictures received. However, a root cause was unable to be assigned based on the current evidence. The product analysis was performed as appropriate in order to find root cause of the complaint. The returned device was visually inspected and it was found that the hub of the dilator was detached. The root cause of the hub detached cannot be determined since welding residues were found in the handle that indicated that it was properly manufactured. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage from leaving the facility. The force test cannot be performed due the connector condition. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the hub detached observed cannot be related to the manufacturing process since there is evidence that the device was manufactured properly. It could be related to the use of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).